Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the monitor is cracked and the stylus pen is not working in the upper left section of the programmer screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the monitor of the programmer was cracked and the stylus pen was not working. The overlay bezel assembly was replaced and the stylus was calibrated. It was also noted that the keyboard hinges were broken. Product ID 2067 radiofrequency head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.